Event description:
It was reported that during use of the bd q-syte extension set 15 cm (6 in) 1.14 ml std bore had an issue with kinking and obstructing the infusion. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: q syte macrobore is getting kinked while using in the patient and it is obstructing infusion to get into the cannula.

Manufacturer narrative:
H.6. Investigation: one picture sample was received for evaluation by our quality engineer team. Through examination of the provided picture, the tubing was observed kinked. A device history record review was completed for the reported lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this incident. There is currently a sampling plan in place to detect this type of damage during the production process. Based on the investigation results, a cause for this incident could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte extension set 15 cm (6 in) 1.14 ml std bore had an issue with kinking and obstructing the infusion. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: q syte macrobore is getting kinked while using in the patient and it is obstructing infusion to get into the cannula.